Manufacturer narrative:
This report is filed on february 07, 2019.

Manufacturer narrative:
This report is submitted on january 18, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient developed necrotic tissue and an infection and experienced numbness at the implant site and extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2018. It was also reported that the patient was administered topical and oral antibiotics (date not reported). The electrode array remains in situ.